Event description:
Champion af study. It was reported that a pericardial effusion occurred. Prior to the index procedure, 81 mg aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal with a deployed device diameter of 17.2 mm. Post index procedure transesophageal echo (tee) revealed a trivial pericardial effusion measuring 1mm in size. In addition, an atrial septal shunt of less than 3 mm with direction left to right was noted. No corrective action was taken. The subject was discharged home on aspirin and rivaroxaban the same day. It was further reported that on (B)(6) 2021, the four-month laa imaging appointment revealed no pericardial effusion. On (B)(6) 2022, the outcome of the event was considered to be resolved.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative on the status of the event. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated. E1: initial reporter first name, initial reporter phone- updated. G1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email - updated.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. Prior to the index procedure, 81 mg aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal with a deployed device diameter of 17.2 mm. Post index procedure transesophageal echo (tee) revealed a trivial pericardial effusion measuring 1mm in size. In addition, an atrial septal shunt of less than 3 mm with direction left to right was noted. No corrective action was taken. The subject was discharged home on aspirin and rivaroxaban the same day.